Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving an ¿unable to proceed¿ alert on the ilet. Upon review of alarms, the device also displayed an occlusion alert. Troubleshooting was discussed, and the user was advised that a full supply change would be required. The user confirmed they would perform a supply change independently after eating and declined further assistance. The user was advised to call back if additional issues or alerts occurred. No symptoms, external assistance, or medical intervention occurred.